Event description:
It was reported that a vented micro-volume inlet had particulate matter in an unspecified location. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.